Event description:
It was reported that during a fitting session, in situ testing showed all electrode channels with status hi, an accident or trauma is not known. An x-ray has been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.